Manufacturer narrative:
The baxter technician found the siderail cables needed to be replaced. Per the hillrom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail cables to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the electronics for functions and alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).